Event description:
No additional information received. Material # 305195. Batch # 3158795. It was reported by customer that the needle piercing out of the plastic cover. Verbatim: rcc received a complaint via email. Email(s) attached. On 19/04/2024 while mixing inside the cleanroom , we found 1 of bd needle ref# (B)(4) lot# 3158795 with the needle piercing out of the plastic cover . Item cannot be used. We have received product complaint regarding the item# (B)(4) item description: needle bd hypo 18gx1in sterile. Lot # 3158795.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the needle was piercing out of the plastic cover. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the needle is through the plastic shield. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if the needle assembly was not properly seated in the assembly fixture. A device history record review was completed for provided material number 305195, lot 3158795. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality issues. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material # 305195. Batch # 3158795. It was reported by customer that the needle piercing out of the plastic cover. Verbatim: rcc received a complaint via email. Email(s) attached. On 19/04/2024 while mixing inside the cleanroom , we found 1 of bd needle ref# (B)(4) lot# 3158795 with the needle piercing out of the plastic cover . Item cannot be used. We have received product complaint regarding the item# 305195. Item description: needle bd hypo 18gx1in sterile. Lot # 3158795.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.